Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was confirmed via device analysis. Additionally, both gripper lines were observed to be separated from the l-lock shaft and the frictional element observed to be deformed (bent). The reported difficult or delayed positioning anatomy and difficult imaging could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the reported gripper actuation issues are a cascading event of the reported detached gripper line. The reported difficult positioning in anatomy associated with clip being caught in chordae was due to procedural circumstances. The cause of the reported difficult imaging was unable to be determined. The observed bent frictional elements are likely a result of the reported clip being caught in chordae. The investigation determined the detached gripper line to be related to a potential product quality issue. This complaint is within the scope of an exception as the complaint description and device code match the specific issue described in the exception. Therefore, exception (issue) 130421 and exception (action) 135842 are referenced. The investigation evaluated the reported issue, and the engineering group identified the likely root cause to be manufacturing variability at the supplier. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 5, a thin septal leaflet and an enlarged atrium. It was noted that imaging was difficult. Two clips were successfully implanted. To further reduce tr, an additional xtw clip was prepared per the instructions for use (IFU) and inserted, but became caught in chordae. The clip was able to be freed from the chordae without causing damage. After retracting the clip back into the atrium, it was observed that both grippers were not functioning as intended. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and the procedure was discontinued. Tr was reduced to a grade of 4. There were no adverse patient effects and no clinically significant delay in the procedure.